Event description:
The complainant reported use of a 5.5 pump to support a patient. It was believed that the optical sensor on the implanted impella 5.5 pump was failing. The placement signal readings were both elevated and dampened. Due to these irregularities, the placement signal was disabled. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump was not returned for investigation. The data logs show a 5-day gradual upward trend in the placement signal, followed by a '1048 - placement signal not reliable' alarm and a spike to 3000, which persisted until the end of the case run. The root cause of the optical signal issue was not determined since product was not returned and no conclusive evidence from data logs on the failure pattern. A review of the device history record (DHR) for the suspected product and historical complaint data was conducted. Please refer to investigation checklist for indicated "(B)(4) had similar optical failure complaint related to subcomponent lot # 1803573."

Event description:
Clinical narrative (updated 2026-3-23). An impella 5.5 was placed via the axillary artery graft to support the 26 year old patient who had been admitted in with cardiomyopathy, presenting in scai stage e shock. The patient was on inotropes and vasopressors, but the full medical history and comorbidities were not shared. The 5.5 support was successful for 25 days and explanted as the patient received a heart transplant. While on support there was purge pressure/purge blocked alarms that did not prompt the team to explant the pump prematurely, rather monitor the patient and hemodynamics. The patient was previously reported upon in a MDR, but abiomed has since received new updates on adverse events with relationship to the use of the impella 5.5. These adverse events are for renal failure, thrombosis, a right axillary access site hematoma, epistaxis, hematuria, and upper extremity infection. Renal failure prompted the patient to be placed on diuresis and continuous veno-venous hemofiltration (cvvh). The thrombosis necessitated imaging, surgical intervention, anticoagulation, and thrombectomy. Blood products were infused to the patient. The infection was treated by broad spectrum antibiotics. The patient had tested positive for mrsa and had signs of infection inclusive of fever, fatigue, and pain over the impella site. The hematoma, at the axillary site of the 5.5 pump, prompted the team to elevate the arm, medically manage the pain, and monitor in the ICU. The hematoma resolved when the pump was explanted at the time of heart transplant. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding as well as the epistaxis/nose bleeding that occurred for the patient. The hematuria was observed, but the patient did progress to renal harm. Acute renal dysfunction, bleeding, and renal failure are known risks associated with impella support as described in the instructions for use and may be influenced by patient-specific factors and underlying dysfunction.

Manufacturer narrative:
Updated information: b1 selected adverse event and b2 required intervention. B5 clinical narrative updated. D1 brand name updated. H1 updated to serious injury. H6 clinical codes added: e0506, e1302, e130501, e0514, e1906, e2330, e0509, e230101. H6 clinical code removed: 4582. H6 impact codes added: f19, f2303, f2301. H6 impact code removed: 2199. Additional information was received and b5 has been updated accordingly. The investigation related to the new information is ongoing.

Manufacturer narrative:
Updated information: h6 med dev prob code removed a0709. The investigation for thrombosis, infection, ischemia, fever has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details. The investigation for pain, renal failure, epistaxis, hematuria has been completed. The cause of the injury was not determined due to insufficient clinical details. The investigation for the purge pressure high has been completed. The root cause of the purge pressure high alarms was most likely biomaterial buildup based on the provided clinical details and data log analysis. The investigation for the low or blocked pump flow has been completed. The root cause of the low or blocked pump flow was not determined due to lack of sufficient clinical details, inconclusive evidence from log analysis, and unreturned product for further investigation. The investigation for the patient device interaction problem (major bleed, hematoma) has been completed. The root cause of the access site bleeding and hematoma was most likely use related owing to the high acts based on the provided clinical details.